Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the marathon was ruptured in the proximal section. The patient was undergoing surgery for embolization of dural av fistula tentorium meningitis occipitalis. It was noted the patient's vessel tortuosity was normal. The access vessel was the anterior femoralis. It was reported that during injection of squid, the proximal part of marathon broke and the liquid embolic flew in the guiding catheter. The catheter was ruptured (intact) in the proximal section. There was no friction or difficulty during delivery. Aside from rupture, there was no other damage to the catheter. Healthcare provider (hcp) tried to save the squid from the guiding catheter, so hcp avoid to block (close) the access vessel. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include an envoy 7 fr guide catheter, marathon microcatheter, squid 12 liquid embolic, scepter mini.